Event description:
A laboratory tech was performing various duties in their service center. While the tech was performing these duties they heard a popping sound on a storage shelf in the work area. After the event, the tech noticed a very strong smell. Upon investigation the tech noticed one lithium thionyl chloride (lith) battery cell from a pair appeared to be rusted with noticeable damage. This battery was not installed in a medical device. No injury to the tech was reported, nor was there any damage to the surroundings. Breamer is filing this report based upon the report of very strong smell after the event, leading to the possibility that corrosive chemicals were present.

Manufacturer narrative:
Discontinue use of untested batteries. Based on the MFR's recent review of their mfg cells and the tech report to breamer leading to the possibility of the presence of corrosive battery chemicals, breamer has taken a field action and recommended discontinued use of this MFR's disposable cells that have not been tested to recently implemented test requirements. This suspect battery has been sent to an external battery expert for investigation. Investigation is on-going at this time.